Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that due to the small stature of the patient, the leads were causing pain and the patient elected for a revision of the implantable neurostimulator (ins) and leads. The hcp noted positioning difficulty. It was noted via serial number documentation that the reported issues were regarding the extensions rather than the leads.

Manufacturer narrative:
The stimulation extension out body insulation was cut and the conductors were crushed. The insulation was cut 21.3 cm from the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.